Event description:
It was reported by the patient that following a coronary drug eluting stenting treatment procedure the patient has experienced sternal chest pain. The reporter declined to give further information, including the stent lot number, citing they had already been in contact with a different department of the manufacturer. The patient had followed up with their cardiologist adn they had a scheduled appointment with an allergist soon. It is unknown if this event has already been reported by the manufacturer. As no information was given regarding the physician(s) involved, no further clinical follow up was possible.